Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having severe pain. The hcp noticed that electrode 15 was with high impedance. They were able to reprogram around it and the issue was noted to be resolved without sequelae on (B)(6) 2019. On (B)(6) 2019, it was reported that the patient had lumbar radiculopathy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance was not known. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt no stim 2-3 months before the call. The patient met with a manufacturer representative (rep) who reprogrammed the device. No further complications were reported.